Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 20mm watchman flx laa closure device with delivery system (wds). During deployment, the closure device perforated the posterior wall of the laa. A pericardial effusion was observed and a pericardiocentesis was performed. The patient was transferred to surgery where the closure device was recaptured and removed and the laa was closed via a non boston scientific epicardial clip. No further patient complications were reported and the patient is expected to fully recover.